Event description:
Caller reported that the mobile app had frozen and was glitching while loading a cartridge. There was no reported adverse impact. The issue resolved on its own, and technical support informed the caller to contact them if the problem persisted, which the caller acknowledged.